Event description:
Report received from (B)(6) stating that it was difficult to insert the cutting burr into the device and it was making noises during rotation. It is known that the device was not used in surgery. It is not known if there was user or patient injury or if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).